Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had nerve damage, migraines, and some seizures. The reporter stated they had hip pain prior to their device. The reporter further stated their device was placed for two herniated discs, low back pain, and ¿fibro.¿ it was noted, the patient had hip pain unrelated to their device and that was the reason they needed an MRI. It was further noted, the patient stated they would eventually have to replace their hip. Additional information was requested, but was not available as of the date of this report.